Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that they piece was missing and there was crack on the top of the reservoir compartment. The customer's blood glucose at the time of incident was 102 mg/dl. The insulin pump will be returned for analysis.